Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was likely damaged during a normal device replacement procedure. During the procedure there was evidence of varying impedance and threshold measurement. The lead was capped and replaced. No adverse patient effects were reported.